Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff of the endotracheal tube was found to be leaking air before surgery. The device was used for the first time. There was no damage in the package. There was no patient involved in this event.

Manufacturer narrative:
H3: visually, under magnification, a small puncture was observed on the proximal end of the cuff balloon between the two red electrode wires. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff deflated immediately. For further analysis, a leak test was performed to verify the location of the aforementioned leak and bubbles (leakage) were observed at the previously found puncture. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.